Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the problems reported. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the implant operative report provided by the patient: (B)(6) 2005, patient underwent excision of lipoma of cord and repair of a direct left inguinal hernia with bard pre-shaped mesh. The operative report indicates that there were no complications during this procedure. The following has been alleged by the patient: the pt alleges that he is now experiencing various symptoms including: chronic fatigue, depression, anxiety, uncontrollable shaking, inability to control his bowels at times, rash over his chest back and groin region, pain in scrotum, tingling and numbness at times. He has been seen by a number of doctors, which have not recommended any treatment to date. He has had blood work which indicates an elevated white blood count. He is not being prescribed any medications at this time. He is seeking add'l treatment and is concerned that his is having a reaction to the mesh implant. As the pt alleges that this may be foreign body reaction to the implant there is a possibility for surgical intervention in the future and an MDR is being filed to document this event.